Event description:
Philips received a complaint on the defibrillator indicating that the device displayed fault messages and was unable to complete the self-check. There was no patient involvement.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). A follow up report will be submitted upon completion of the investigation.